Event description:
The manufacturer received information that a trilogy evo was reported to have a ventilator inoperative alarm occur. There was no patient involvement, and no harm or injury reported. It was reported on review of the device error log, error code e-155 was recorded indicating the machine flow sensor drift was above the specification. Device evaluation determined the machine flow sensor required replacement to address this issue. Replacement of the component were completed. Required device maintenance was completed per schedule. Additional findings not related to the malfunction/issue: non-critical error codes found in the error log indicated that replacement of the system printed circuit board assembly was required. Replacement of the component was completed. The in-line proximal filter, in the fio2 supply tubing was clogged with dust. The in-line proximal filter was replaced to address this issue. The device passed final testing after repair and maintenance was completed.